Event description:
It was reported that the user experienced bluetooth connectivity issues in which a dexcom g7 sensor failed to pair with the ilet while readings remained visible in the dexcom app; troubleshooting and education were provided, including toggling between g6 and g7 in the ilet and restarting the ilet, after which the sensor reconnected and glucose values appeared on the ilet. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included restoration of cgm data display on the ilet and continued therapy without interruption or medical intervention. Investigation included device troubleshooting, review of alert history, and user guidance on interim manual entry of blood glucose while the sensor reconnected. Investigation of this case revealed a transient pairing failure with subsequent successful reconnection after standard troubleshooting steps. It was concluded that the event was a brief sensor communication issue resolved through routine corrective actions, with no patient injury.